Event description:
It was reported that high pacing and defibrillation impedance were observed through the attempted implantable cardioverter defibrillator (ICD). Also observed were noise, inadequate sensing and failure to capture. All measurements appeared normal when tested through the analyzer. The ICD was removed and replaced with a different ICD and no further issues were observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.